Event description:
In 2006, the lay patient and his wife contacted lifescan alleging that is one touch ultra meter was reading inaccurately high. On march 6, 2006 the medical affairs specialist (mas) spoke with the patient to obtain and verify the following information: the patient said he owned the reported meter for a number of years. The patient's insulin regimen includes taking humalog insulin 8 units before breakfast and lunch, 15 units humalog insulin before dinner, and lantus insulin 20 units at bedtime. The patient takes additional humalog insulin if his meter result is high. He said he has not passed out for more than one year. However, over a several month time period in 2004 through january 2005, he experienced 7 episodes of passing out after taking insulin; the patient did not know the specific dates of the incidents. The patient said he obtained blood glucose readings in a "normal range" prior to taking his usual insulin dosages each time prior to passing out; he did not recall the specific meter readings obtained. His wife gave the patient glucagon and/or oral glucose gel and called ems with each of the 7 incidents. Each time, ems arrived within 15 to 20 minutes and tested the patient on the ems meter. Teh patient did not recall specific results obtained by ems; however, he said his blood glucose was elevated because his wife gave him so much glucose and glucagon. The patient was taken to the ER one time; he did not recall the result obtained in the ER or if he received treatment. He said he refused to go to the hospital during the other 6 incidents. The wife said emt's treated the patient with an injection on one occasion, but she did not know the type of injection. The patient said he broke his nose and sustained a cut above his eyebrow when he fell during one of the episode in oct. Or nov. 2004. The patient told the mas he performed 3 control solution tests on the reported meter after receiving the replacement meter, test strips, and control solution on feb. 23, 2006; all 3 control solution results were out of range. He also conducted a control solution test with the new replacement meter that fell within specs. The patient told the mas he previously conducted passing control solution tests on the reported meter every couple months; however, he said he ws using non-lifescan control solution. He said his medical supply company sent the non-lifescan control solution to him and he did not realize it should not be used with the one touch ultra system. The complaint is reported as an adverse event because the patient received "normal" blood glucose readings and suffered hypoglycemic episodes following taking insulin. It is unknown how long the time difference is between taking the insulin and eating or his blood pressue taken by the ems.